Manufacturer narrative:
The user facility submitted medwatch (B)(4). For this event. Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unspecified quantity of clearlink system secondary medication sets had difficulty threading onto an unspecified primary line. This was further described as ¿difficulty threading on their primary tubing clave at the y-site¿. This was observed before priming the set which caused them to use another set until they find one that will thread correctly. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.